Event description:
It was reported that the sets not going in properly, faulty unit. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found seven products. Six samples were received in unused condition without their original packaging and one sample was received in used condition without its original packaging. Six samples were received with the retractor inactive and the cap sealed. One sample had the base stuck to the inserter without skin adhesive and the spring activated. During functional testing, a leak was detected on the cannula of one of the samples. During a review of the production run, assemble base with cannula to inserter operation was reviewed to ensure that the needle is properly assembled; no discrepancies were found. Training records on operation been performed were reviewed; no discrepancies were found. Maintenance records from site threader machine were reviewed; no anomalies were detected. Three samples were taken from the production line and tested; no detachment was detected in any of the tested samples and the cannula was not removed from the site. Production personnel verifies one hundred percent hat the part (or assembly) has the correct components, features, elements and or shape. The retractor assemblies are one hundred percent visually inspected by the production personnel to assure that the needle is properly threaded. Quality performs inspection at start up and at least every three hours to ensure that only bubbles stream out of the needle tip only when buckle is submerged under water. Quality personnel performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. (UDI) is unknown. No product information has been provided to date.